Event description:
The initial reporter stated that the pump was not infusing properly. They stated that the pump is supposed to deliver 175 ml, but that it is delivering between 135 - 140 ml. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.